Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular implant surgery lens found to be cracked. Additional information was received stating there was patient contact and no patient harm.

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The product was not available for evaluation. Follow up attempts were made. No further information has been provided. The manufacturer internal reference number is: (B)(4).